Manufacturer narrative:
Customer returned unused samples for investigaiton. Pending final investigation on returned samples.

Event description:
The customer reported the following : "I am reaching out to you in regard to nipro medical luer adapter pn#367290 ref# lm+20g , in particular, lot # 's 22k29a / 22j11b / 22j14b. I have also come across some failures (breakage) of this product." The reporter believed the first issue noted was sometime in march 2024, but were unable to specify a date. They also noted that it is unknown how many luer adapters are impacted. "The adapters are getting stuck in the lumens of the cvc resulting in patient being sent to the emergency room and having the cvc replaced or broken part removed from lumen by a vascular surgeon. Patients are missing dialysis treatment." Lot#s in question: 22k29a, 22j11b, 22j14b, 23b27b, 22k09a.